Event description:
It has been reported to philips that the system was not starting. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the cmos battery on the host pc. The battery was replaced and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not unable to switch on. Upon investigation it was confirmed that, issue existed in cmos battery voltage measurement, as cause for the issue was cmos battery degradation on host pc. The philips engineer replaced the cmos battery. After replacement of the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.